Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with sepsis and (B)(6). The patient was treated with antibiotics. The patient was later readmitted with a fever. Blood cultures were (B)(6) for (B)(6). A transesophageal echocardiogram (tee) showed vegetation on the right atrial (ra) and right ventricular (rv) leads. The patient was switched from hemodialysis to peritoneal dialysis and was treated with antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and the patient received a leadless pacemaker. No further patient complications have been reported as a result of this event.